Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small, thin, white particle was identified in an exactamix 500ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. This occurred during the visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H10: the actual device was received for evaluation in addition to photographs of the sample. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Visual inspection by the technician under magnification also did not identify particulate matter. Particulate matter was confirmed in the photo sample provided by the customer as a small, white, polymetric-appearing particle. The reported condition was verified in the photographic sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.